Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked tube occurred after use with a bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes. The following information was provided by the initial reporter, "when sampling, by placing the tube at the socket level, a crack appeared on the tube. There was a crack slightly below the blue cap. It was during the labelling of the tube that it broke. Risk of cuts and exposure to blood. Immediate actions: elimination of the needle with the tube attached to the socket."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a cracked tube occurred after use with a bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes. The following information was provided by the initial reporter, "when sampling, by placing the tube at the socket level, a crack appeared on the tube. There was a crack slightly below the blue cap. It was during the labelling of the tube that it broke. Risk of cuts and exposure to blood. Immediate actions: elimination of the needle with the tube attached to the socket."